Event description:
(B)(4) I went to my doctors office dr.(B)(6), we went into one of her rooms and a nurse was present. Dr. (B)(6) kept talking about a stupid motorcycle she has the whole time and she was having a lot of trouble getting the coil to insert on the right side, she had even verbally voiced that to the nurse in the room. The device malfunctioned and was dysfunctional... She still used it.. I was in a lot of pain then and have been ever since.

Event description:
(B)(4). I have hair loss, extreme fatigue, memory loss, pain during sex., loss of libido, degenerative disc disease resulting to surgery, urine incontinence resulting to bladder surgery, fibromyalgia, rash all over, chronic pain, thyroid disfunction, vitamin d deficient, pelvic pain, cyst on ovaries, yeast infections, uti, kidney stones, elevated blood levels, dental problems, heavy period, anemia,gerd, gallstones resulting in gallbladder removal, rheumatoid arthritis, osteoarthritis, rls, anxiety, panic attacks... My life has been hell since 2009 and I'm constantly at the doctor.